Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the lid device was leaky. It was further determined that the device failed pretest for check for leakage and check function ¿lock/unlock¿ with safety pin. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional information: device evaluation update: upon further review of the device investigation, it was determined that in addition to the pretest failures stated in the initial report, the device also failed pretest for check the locking function with hand piece. This information was inadvertently missed in the initial report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.